Event description:
Pt was being turned for x-ray. The rn noticed, the outer cannula of the freshly placed trach ((B)(6) 2011), completely separated from the plate. This was replaced with a new one in which the defect occurred again with the same type of trach from the same lot number.